Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the plunger pin isn't working to allow the rails to go up or down. Update- reporter stated not provided with information of whether the rails were in the up or the down position when the plunger pin malfunctioned.